Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device was routed to be scrapped. The customer was sent a replacement device.

Manufacturer narrative:
Stryker removed the system pcb assembly for further evaluation. Stryker determined that the cause of the reported issue was due to the single board computer (sbc). The sbc was inoperative.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.